Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular and cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is two events (cerebrovascular and cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-00820.